Event description:
Dr (B)(6) was called by dr (B)(6) to the operating room after an eea was misfired during an attempt perform an colo-rectal anastomosis, at the level of the peritoneal reflexion. Coming in, it appeared that the release staples of the eea did not close to the required b-shape, with the device essentially cutting through the 2 structures without creation of the essential attaching mechanism, therefore, the anastomosis edges had instantly separated. After adequate length was distally purchased, and in preparation for reanastomosis, a blue loaded ta-60 was fired across to secure along the proximal third of the rectum. At that point, the envil eea was inserted and secured via a purse string into the free edge of the sigmoid colon. The eea's shaft was introduced through the anal canal, advanced further into the rectal stump, and properly positioned, in relation to the staple line. The spur was deployed, and the anvil engaged. Under direct vision, the eea was gradually dialed down, fully tightened, and fired. Two donuts were intact with the proximal side being at one quarter of the circumference somewhat thin, albeit intact. Hemostasis was secured. Devices will be returned only if mfrs provide prepaid, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or pt contact.